Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off. This can lead to a delay in defibrillation, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's lid and battery to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.